Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had button are hard to press and a few times to respond. The customer blood glucose level was unknown. Customer stated that the insulin pump had random no delivery alarm and received failed battery test. Customer stated that insulin pump had screen was scratched up and back light was more dimmed. Customer stated that the insulin pump had slower to rewind and rewind more than once per prime. The device will not be returned for analysis.